Event description:
It was reported that this right ventricular (rv) lead was repositioned due to loss of capture at maximum outputs. Other than the repositioning procedure, no additional adverse patient effects were reported. This rv lead remains in service.